Event description:
During follow up of a check heater line alarm which occurred on the homechoice (hc) during fill 1. The baxter technical service representative (tsr) had explained the alarm adn then the caregiver (cg) stated that she used new cassette but not bags. The tsr explained issue with that. The cg stated that she understood and would correct. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2012 regarding the check heater line alarm. The rn reported that the cause of the alarm was related to the frangile. The rn stated that the lumen was blocked. Per the rn there were no other issues with the home patient's (hp) supplies. Per rn, the hp did not have any harm or injury as a result of the rn changing out the heater bag. The rn stated that the hp was doing fine and continuing therapy without issues. The rn stated that she had discarded the supplies after therapy, and did not know the lot numbers. The rn stated that the hp uses a reg bag on the heater, (B)(4) . No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product due to use error was confirmed but the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.